Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5101246. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - no leak and flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ pump set tubing "collapsed" inside the channel during use. It was later found that the tubing was not vented, and nothing had been infusing into the patient. The following information was provided by the initial reporter: "pt on a levophed gtt to keep map >80. Pt bo started dropping about 1400 to map of low 70s. Med was titrated up over the next several hours with no response to med. Eventually fluid bolus given. Still no response. Finally, the pump channel was changed and tubing was noted to be collapsed inside the channel and no fluid was being delivered. The pump never alarmed. Tubing saved and taken to risk. Pump was not sequestered. New levophed bottles are plastic with a brown bag over bottle and vent needs to be opened on tubing. Upon investigation, tubing was not vented. Pump should have alarmed as tubing that is in the chamber was full of air and nothing was actually infusing into the patient."